Manufacturer narrative:
The device was returned to zimmer evaluation. Visual inspection of the device found that the welds for the mounting bars were superficial, with no penetration of the bars or tube. The cause is most likely due to a deficient welding process attaching mounting bars to tube, resulting in a weak superficial joint with no fusion of the two parts. The product has been forwarded to the manufacturer for further analysis. A follow up MDR will be submitted once the investigation has been completed by the manufacturer.

Event description:
It was reported that the pt was being transported to the unit and attempted to move from the stretcher onto the bed. While sliding onto the bed, the pt used the pt helper to assist. When the pt attempted to use the device, the sleeve of the pt helper became detached from the bed and the device fell onto the pt's bed. The pt was not harmed in the incident. At the time the pt attempted to use the device, a pt care tech was in the room assisting him and was able to catch the device in order to avoid the pt being hit. Despite multiple follow up attempts with the customer, no additional information was able to be obtained prior to this report. If more information should come available, a follow up report will be submitted.